Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
The cutter broke while trying to prep for a loop excision biopsy procedure on a patient. Several others had to be opened before one was found that did not break.